Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the common computer controller (ccc) had converted to a non-clinical image of the software due to a power surge at the hospital. The fse reprogrammed vision side cart (vsc) ccc to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they were mid-case and had performed two restarts, but the error remained. The caller stated they had received a message to restart the device and encountered error 3130/40096. The caller mentioned that the message indicated a potential issue, advising to restart the da vinci system, with no insufflation and no usb. The tse recommended performing a hard reboot on the system. The tse reviewed the system logs, which did not show any errors at the time of the call. The customer performed a hard reboot on the system, but when the system powered back on, the issue persisted. The tse recommended attempting another reboot or using an alternative dv5 system. The procedure was converted to another dv5 system with no reported injuries. The procedure delay was approximately one hour. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using another dv5 system. The procedure delay was approximately one hour. During the procedure delay, the patient was on the table with instruments inside.